Event description:
A patient underwent a battery replacement surgery which was noted on the implant card to be for prophylactic reasons. It was later reported by the mother through social media that "towards the end" before the battery was replaced, the patient was experiencing an increase in seizures. Follow-up with the office stated that the surgeon, who was following up with the patient prior to replacement, was unaware of the report of increased seizures leading up to the replacement surgery. Pre-operation settings and a battery status of near end of service condition was noted. The explanted device was not expected to be returned per hospital policies. No further relevant information has been received to date.